Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The product was evaluated. An external visual inspection was performed and failed. The allegation was confirmed. The probable cause was determined to be a missing sensor wire. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a missing sensor wire that required medical intervention. The sensor wire was inserted into the arm, which is off-label usage of the device, on (B)(6) 2019. The patient¿s mother reported the wire was missing and not visible in either the arm or the applicator. The patient had cried in pain during insertion. The mother suspected the wire was still in the patient¿s body, so he was taken to the hospital. The physician was unable to remove the wire surgically, so it was left embedded in his arm/shoulder. The physician recommended waiting to see if any symptoms of infection or inflammation arise, and if so they will attempt the surgery again. At the time of contact, the patient was at home and feeling better although still having discomfort at the site. On follow-up one week later, he was feeling ok. The event occurred the day the sensor had been inserted. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional patient or event information is available.